Event description:
It was reported that the patient presented in clinic for a lead revision procedure. During the procedure, it was found that the novel right ventricular (rv) lead exhibited difficulty in inserting the stylet into it and its helix also failed to extend. The lead was examined via pacing system analyzer and it was noted to have high, out of range pacing impedance and high capture threshold. The lead was attempted to be repositioned, but its helix then failed to be retracted and was met with resistance when inserting a new stylet. The procedure was completed using an alternate rv on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events of helix rotation difficulty, high capture threshold and high impedance were confirmed. The damage found was sustained during procedure. The lead was otherwise normal.